Event description:
Unit does not stop charging the lead acid batteries when full charge is reached. Batteries get very hot and swell, which ruins the batteries and requires their replacement. MFR's manual states that batteries require 8 hrs to reach full charge but does not warn that unit must be unplugged. As reported by biomedical.